Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, crease fold, red particles, missing. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge broken on anterior side due to surgical damage. A piece of the shell is missing the assessment is inconclusive. Additional, changed, and/or corrected data: b.5., d.10., g.1., h.3., h.6. Reason for reoperation: rupture.

Event description:
Gel fracture and rupture were observed during explant.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii with symptoms of "hardening, change of shape" and right side "more voluminous. The device remains implanted.